Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the screwdriver was received with the distal tip missing. The roughly transverse break is located at the transition to the hex portion of the distal tip. The root cause could not be definitively as the specific circumstances at the time of the damage and the technique used with the driver are unknown. However, the most probable cause of the complaint condition is related to the method of use/maintenance of the device. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Further evaluation shows that the sd314.001 screwdriver is the same as predicate device 314.57 except for a larger handle. Based on the predicate device, the sd314.001 driver is used in the low profile pelvic, proximal tibia, proximal humerus, and medial distal tibia plating systems for insertion of 3.5mm cortex and pelvic screws. The screwdriver was received with the distal tip missing. The roughly transverse break is located at the transition to the hex portion of the distal tip. The missing portion was not received and estimated to be approximately 3mm long per drawing. The distal portion of the screwdriver shaft also shows a bend off axis. The balance of the device is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the top level assembly and the screwdriver blade component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The root cause could not be definitively determined as the specific circumstances at the time of the damage and the technique used with the driver are unknown. However, the received condition is consistent with the result of an excessive off axis force. Thus, the most probable cause of the complaint condition is related to the method of use/maintenance of the device. Device is an instrument and was not explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received the investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(6). Manufacturing date: 4/22/2015. Part #: (B)(4), lot#: 7967528 (non-sterile) - small hexagonal pelvic screwdriver/large handle. Lot was release to the warehouse on (B)(6) 2015. Work order was issued on (B)(6) 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a small hexagonal pelvic screwdriver broke off during an ankle screw removal procedure on (B)(6) 2015. The date of the original ankle implant is unknown. There was another screwdriver available for use during the procedure. There was no reported surgical delay and it was confirmed that no fragments were left behind. The procedure was completed successfully with no patient harm. This complaint involves one device. This is report 1 of 1 for com-(B)(4).